Event description:
Patient who was implanted with spinal hardware in (B)(6) 2011. At 6 mo follow up x-rays showed screws to be broken at s1 bilateral and left side l5. Patient had no symptoms. Sent patient for CT to assess fusion. May require revision surgery if the patient did not fuse. Device 1 or 3. See also 1526439-2011-00203 and 1526439-2011-00204.

Manufacturer narrative:
No anomalies were found with the returned screw. No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions-for-use (IFU) supplied with the device.

Event description:
Follow up report.

Manufacturer narrative:
Images show a long construct (B)(4) with a significant rod bend at l5/s1. Pedicle screws were placed at each level. No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions-for-use (IFU) supplied with the device. Remains in vivo.